Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during procedure using vasoview hemopro 2 c-ring scope wash wasn't working correctly. Fluid was dripping out instead of flushing back towards the scope. They switched out the kit and the new kit worked fine. There was a 3-5 minute delay. No vein issues or patient effects.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h6,h11. A lot history record review was completed for lots 3000474018, 3000473190, and 3000471463 the last 3 lots shipped to the account prior to the event/aware date. For lots 3000474018 and 3000473190. There were no ncmrs, rework, or deviations documented for the last 2 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For lot # 3000471463 . There was an ncmr , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.